Manufacturer narrative:
B3 unknown. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump exhibited error 1260 and preventive maintenance. No adverse patient effects were reported by the customer.